Event description:
The customer reported that the facility power went down and now the bedside monitor (bsm) is not working correctly. During a case in the cardiac surgery operating room, the bsm secondary display settings locked up and cannot be changed. With the bsm display being freeze up, the hospital staff took the cardiac surgery operating room out of service, cancelled the case and moved the patient. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) center reported the bsm-9100a (mu-910ra sn: (B)(6) settings were locked and could not be changed. The unit had not been acting correctly since the power outage which occurred the other day. The second display was stuck on the splash screen and the settings were stuck for different parameters. Service requested troubleshooting/assistance. Service performed the screen came back up upon rebooting the unit, which also freed up the parameter options. Customer was advised on how to change the temperature unit. Investigation result the bsm warranty began 07/26/2014. The reported issue occurred after approximately 5 years at customer site. Review of device sap history found no previously reported issues with the unit. The root cause is determined to be power outage at the facility. Issue resolved upon rebooting the bsm and educating customer on how to change desired settings. This issue is not suspected to be caused by deficient device or design. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the facility power went down and now the bedside monitor (bsm) is not working correctly. During a case in the cardiac surgery operating room, the bsm secondary display settings locked up and cannot be changed. With the bsm display being freeze up, the hospital staff took the cardiac surgery operating room out of service, cancelled the case and moved the patient. The staff rebooted the bsm and the secondary screen came back up. This also freed up the parameter options they were looking for. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the facility power went down and now the bedside monitor (bsm) is not working correctly. During a case in the cardiac surgery operating room, the bsm secondary display settings locked up and cannot be changed. With the bsm display being freeze up, the hospital staff took the cardiac surgery operating room out of service, cancelled the case and moved the patient. No consequence or impact to the patient was reported.